Event description:
International complaint coordinator reports one incident of pt death after using the a-18 dialyzer. This was the pt's second time using this dialyzer. Approximately four to six hours after treatment was completed, pt experienced nausea, vomiting, and ischemic changes in ECG. Pt subsequently expired.